Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that surgery occurred to explant the patient's ipg due to swelling and a suspected infection at the ipg site. Patient was treated with antibiotics. Cultures taken were negative for infection.